Manufacturer narrative:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The patient states that the device pressure increases extremely higher than normal which results into waking up. The patient alleges having to " scramble to pull the tubing off to disconnect the device. The patient alleges soreness in his throat and ears that has not dissipated. The patient believes there may be soft tissue damage and has scheduled and appointment with his physician for assessment. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Update: manufacturing information tab: box b: adverse event or product problem updated from "both" to "product problem."

Manufacturer narrative:
This notification is being reviewed due to an allegation from the user of a dreamstation2 adv auto CPAP device. The patient states that the device pressure increases extremely higher than normal which results into waking up. The patient alleges having to " scramble to pull the tubing off to disconnect the device. The patient alleges soreness in his throat and ears that has not dissipated. The patient believes there may be soft tissue damage and has scheduled and appointment with his physician for assessment. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The patient states that the device pressure increases extremely higher than normal which results into waking up. The patient alleges having to " scramble to pull the tubing off to disconnect the device. The patient alleges soreness in his throat and ears that has not dissipated. The patient believes there may be soft tissue damage and has scheduled and appointment with his physician for assessment. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.